Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.

Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2013. During the procedure, the knot pusher cut four juggerknot anchors and four other juggerknot anchors disengaged from the bone during setting. Subsequently, surgeon utilized a new knot pusher and switched from a curved disposable instrument kit to a straight instrument kit. As a result, a 60 minute delay occurred and eleven anchors were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2013-05139 / 05140).